Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a detached sensor wire on (B)(6) 2014. Patient claimed that while inserting a new sensor, he experienced a significant amount of blood at the site of insertion and had to remove the newly inserted sensor wire. Patient claimed that upon removal of the sensor pod, the sensor wire became detached and was stuck to his skin. Patient inserted sensor in thigh which is not an approved site. At the time of contact, patient did not report any medical intervention.